Event description:
It was reported that prior to use it was observed by the customer that the cardiosave intra-aortic balloon pump (iabp) had a beeping sound when the battery was inserted in slot 1. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) evaluated the iabp unit, and found that the buzzer sound was coming from the iabp unit and not the battery. When verifying the logs there was an alarm code #118 observed. The fse replaced the power management board which corrected the issue and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. It is expected that the suspected faulty power management board will be returned to getinge's national repair center for failure analysis; a supplemental report will be submitted upon completion of failure analysis. Event site address was shortened due to field character limit and should read: (B)(6).

Event description:
It was reported that prior to use it was observed by the customer that the cardiosave intra-aortic balloon pump (iabp) had a beeping sound when the battery was inserted in slot 1. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit, and found that the buzzer sound was coming from the iabp unit and not the battery. When verifying the logs there was an alarm code #118 observed. The fse replaced the power management board which corrected the issue and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. It is expected that the suspected faulty power management board will be returned to getinge's national repair center for failure analysis; a supplemental report will be submitted upon completion of failure analysis. Event site address was shortened due to field character limit and should read: (B)(6).

Manufacturer narrative:
A getinge field service engineer evaluated nurse in charge of maintaining the device noticed that there was a beeping sound when a battery was inserted in slot 1. The engineer arrived at the scene and found that the buzzer sound originated from the host, not the battery. Checking the alarm record, there was a "118" alarm. After replacing the power management board, it returned to normal. The nrc received a power management board with a reported the unit had a beeping sound when the battery was inserted in slot 1. Performed visual inspection of power management board per the cardiosave service manual and found no visual damage. Installed power management board into nrc iabp cardiosave for testing of the reported problem. Performed and tested the power management board in accordance with and the cardiosave service manual , in an attempt to recreate the reported problem. The tests were able to trigger the reported problem of the unit had a beeping sound when the battery was inserted in slot 1. The nrc was able to replicate the failure experienced by the customer. Sending the power management board to the supplier for further failure analysis as .the fat dept received from the supplier. The supplier evaluation states the following: perform incoming visual inspection result: found connector pin bent at location j7. Unable to proceed with serial number scanning. The fat dept will retain this part . The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.